Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: a patient underwent surgery for a pertrochanteric femoral fracture on (B)(6) 2012. The surgeon fixed with a j proximal femoral nail a (jpfna) implant. The surgeon prescribed the patient to delay rehabilitation, because there is an anxiety for the fixation. It was reported that the patient did not obey prescriptions. On (B)(6) 2013, it was discovered that the nail was broken. The surgeon stated the reason was that the thin nail inserted only into the medullary cavity and that the fixation with two distal screws was not enough. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.